Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a replacement procedure took place due to the patient clinical condition and induction testing with the new subcutaneous implantable cardioverter defibrillator (s-ICD) was not preferred, however a 10j shock was delivered which showed normal shock impedance measurements. A hematoma was confirmed and a revision took place days later. Blood clots were removed, an tyrx absorbable antibacterial envelope pouch was used to wrap the sicd and the system was put back in the pocket. A few days later the device was checked and the signal amplitudes remained more or less the same as previously measured. It was noted that the alternate sensing vector was less susceptible to oversensing on paced beats. The field representative wanted to know if a manual override to program the device to the alternate sensing vector was a good option. Technical services (ts) suggested detailed signal evaluation before discharge and a month later provocation manipulations including postural assessment, isometric and movements. These tests would all help to see potential risk of oversensing. Ts also noted that the patient has an implantable left ventricular assist device (lvad) and this may be one reason to select the alternate sensing vector as seen in the previously implanted device. Ts noted that noise was seen in all sensing vector in this case, although the selection of the alternate sensing vector manually was recommended including captured signal and general consideration of lvad with the s-ICD use. The patient was booked for a follow up at a later date. An additional inquiry to determine the reason the smartpass (sp) filter was turned off was needed. No adverse patient effects were reported. The device remains implanted.